Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was chosen for implant. The patient¿s baseline rhythm was reported to be sinus rhythm. The valve was deployed with a final implant depth of 7mm non-coronary cusp (ncc), and 7mm left-coronary cusp (lcc). After deployment of the navitor valve, a complete atrioventricular block developed. A permanent pacemaker was implanted. The patient was reported to be stable. There was no clinically significant delay in the procedure.

Manufacturer narrative:
An event of complete atrioventricular block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no calcification extending beneath the aortic annular plane in the interventricular septum. It was indicated that the patient had the valve implanted at a final depth of 7mm. Based on the information received, the cause of the reported incident could not be conclusively determined but could be related to the final implant depth of the valve.